Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined.

Event description:
It was reported that a patient who underwent a da vinci single port assisted radical prostatectomy for his prostate cancer as part of a clinical study on (B)(6) 2023. The procedure was completed successfully without any intra-operative complications nor any malfunctions of da vinci systems, instruments or accessories. On (B)(6) 2023, an ultrasound showed multiple cystic foci in both kidneys and was suspected as renal cysts, which likely caused by patient's medical conditions. A lymphatic leak was also suspected and ascites aspiration was performed on (B)(6) 2023, drainage on (B)(6) 2023 as medical intervention. Furthermore, a CT-guided puncture and pelvic effusion was performed on (B)(6) 2023 and the symptoms were reported as resolved on (B)(6) 2023. The patient's hospitalization was prolonged due to personal reasons and was discharged on (B)(6) 2023.